Event description:
A nonhealth care professional reported that during the intraocular lens (iol) implantation surgery, the cartridge broke when inserted in the eye. Additional information was received stating that, the haptic was broken when inserted into the cartridge during loading and there was patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).